Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 3/16/2020. Device evaluation: the pcb00 device observed with the plunger in completely advanced position and locked. No damages were identified. There was no lens observed inside the pcb00 device neither it was received. The complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. The functional tests were also reviewed and no deviations were reported. A search in complaint system revealed that one other complaint has been received for this production order number. Investigation was reviewed and is related to this complaint since was coded as haptic detached. Investigation was concluded as operational problem and product met manufacturing released criteria. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of an intraocular lens (model pcb00 17.0 diopter) was amputated during insertion into the patient's left eye (os). The lens was cut in two pieces and was removed. The incision was enlarged and sutures were required. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).